Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments (205cm proximal fragment and 10cm distal fragment). The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken. The distal fragment was inspected, and the nitinol tubing was broken/fractured. The core wire distal end was observed through the distal tip dome. The torque device was not returned. Functional inspection was not applicable as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that they don¿t think any damage was noted to the packaging prior to opening the packaging or if any anomalies were noted to the device during initial inspection and preparation but was not inspected for these. They are unsure if the device was prepared as per the dfu, if the dispenser hoop was flushed before removing the guidewire, if any resistance was encountered removing the guidewire from the dispenser hoop, if continuous flush was maintained for the duration of the procedure or if friction/resistance was encountered during the procedure. The guidewire tip was shaped but they are not sure of the degree. The torque device was used with the guidewire. New bench top models were being evaluated. The issue with the guidewire was noted distal on the hypotube. Analysis of the returned device found the guidewire nitinol tubing was broken/fractured with the core wire exposed and also fractured. The damage to the guidewire indicates a force was applied during removal of the device from the bench top model. It is probable that the device was fractured during use/removal from the bench top model causing the device to be un-responsive to torquing. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire torque problem' and to the as analyzed ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During stryker internal r&d simulated use testing in a silicone model, operator noticed that the subject guidewire was not responding to torque applied. The operator pulled subject guidewire out of the model and found distal hypotube of subject guidewire fractured. The subject guidewire was used in a bench top flow model in a lab and there was no patient involvement.

Event description:
During stryker internal r&d simulated use testing in a silicone model, operator noticed that the subject guidewire was not responding to torque applied. The operator pulled subject guidewire out of the model and found distal hypotube of subject guidewire fractured. The subject guidewire was used in a bench top flow model in a lab and there was no patient involvement.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.